Manufacturer narrative:
Only the hand control was returned for evaluation. The evaluation concluded customer misuse.

Event description:
Alleges hand control caught on fire and flames shot out of base of pendant, melting off the cord.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should the device become available or further information be received, a follow-up report will then be issued.

Event description:
Alleges hand control caught on fire and flames shot out of base of pendant, melting off the cord.